Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported permanent loss of antenna.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient's parent did not report any injury or medical intervention at the time of contact with dexcom technical support.